Event description:
It was reported that the external pulse generator was shutting off intermittently. It was further noted that the generator was identified as being part of the field action. It was returned for service. No patient impact was reported to the account's biomedical department.

Event description:
It was reported that the external pulse generator (epg) was shutting off intermittently. It was further noted that the epg was identified as being part of a field advisory. The epg was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed testing, with no anomalies found. The battery drawer and both bail covers were broken, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.